Event description:
On january 29, 2008, brainlab received info about incorrect isocenter coordinate numbers printed on the treatment parameter sheet generated by the brainscan radiotherapy treatment planning software. Investigation has shown that the problem occurs when the following conditions are met. Conformal arc or dynamic conformal arc module and using an un-registered image set in the treatment plan and having that image set selected, during print out of the treatment parameters. The corresponding overlays for laser aided positioning are still correct even if the described scenario occurs. There has been no pt or user injury at this medical center; however, a potential risk for other users could not be excluded e.g. When using exclusively the printed isocenter numbers on the treatment parameter sheet for pt treatment.

Manufacturer narrative:
Add'l catalog# 20140b. There has been no pt or user injury reported; however, a risk to pt health could not be excluded at other potentially affected hospitals. Summary of eval: this potential problem could be reproduced at brainlab using the same sw version of brainlab as the initial reporter.